Event description:
Same event as MFR report #: 1317056-2008-00053. It was reported that during a left ventriculargram procedure, a guide wire fracture occurred. First, the physician imaged the coronary arteries without incident. Then the ventriculargram was performed successfully. The physician pulls the diagnostic catheter out of the left ventricle and down the aorta during the final injection. During removal of the expo pigtail diagnostic catheter, a radiopaque wire approx. 5mm in length was identified to be following the catheter upon removal from the body. The bsc corewire fragment was visualized in the abdominal artery traveling to the iliac and ending up in a peripheral branch of the pelvis. The procedure was successfully completed with this device, and no pt complications were reported. Pt status was reported as 'no apparent injuries'.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.